Manufacturer narrative:
Device evaluation: the marksman catheter was received for evaluation. Product analysis has been performed with initial findings as follows: the marksman micro catheter body was found to be flattened at ~35.5cm from distal end until the distal end of catheter. The marksman micro catheter distal marker band and ~1mm of the distal tip was found to be missing from the catheter. In addition, ~5.0cm of distal inner wire was found to be missing from the catheter. The outer tubing material at the separated distal end exhibited jagged edges and stretching. The inner liner appears to be intact and protruding from within the separated distal end. The investigation of this event is still in progress. A supplemental report will be submitted when the investigation is concluded. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The findings on the returned microcatheter indicated the micro catheter separated when exceeding the tensile strength of the tubing material. In this event, it is likely excessive force (pulling) was used as ¿slightly severe resistance¿ was felt during retrieval. It is possible the ¿slightly severe with small diameter¿ vessel tortuosity contributed to the ¿resistance¿ issue; however, the cause could not be determined. The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience; therefore, manufacturing has been ruled out as a potential cause. All products are 100% inspected for damages and irregularities during manufacture. Marksman catheter instruction for use states, "the catheter should be manipulated under fluoroscopy only. Do not attempt to move the catheter without observing the resultant tip response. Never advance or withdraw an intralumenal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel.¿ if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has been received, however, the evaluation has yet not begun. A supplemental report will be submitted when the analysis has been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the distal platinum marker of the catheter dislodged and was left inside the patient. The catheter was used in conjunction with a non-medtronic revascularization device to treat an acute stroke / thrombosis at posterior cerebral artery (pca). The patient's vessel tortuosity was described as slightly severe with small diameter. The marksman catheter was delivered to the target vessel followed by the first pass of the non-medtronic revascularization device. When retrieving the re vascularization device and the catheter, slightly to severe resistance was felt, but the devices were remove. Inadequate perfusion was noted after the mechanical thrombectomy, the catheter was redelivered to the target vessel and urokinase was injected via the catheter. Partial revascularization was achieved and the catheter was removed from the patient. Post procedural radiographic images revealed the platinum marker of the catheter was left in the peripheral vessel of the target vessel. The catheter was examined and found to be damage at the distal marker section. It was determined it would be too difficult to retrieve the marker from its current location. Therefore, the decision was made to leave the maker as the patient was asymptomatic. The procedure was completed and the patient was reported to be well.